Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty utilizing on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure has allegedly been recommended due to pain, metallosis, loosening, and lack of mobility. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received indicates that this patient underwent right total hip arthroplasty on (B)(6) 2010 and left total hip arthroplasty on (B)(6) 2010. Additional information received includes revision operative notes for the patient. The revision operative notes indicate that a left hip revision was performed on (B)(6) 2013, due to acetabular cup loosening and presence of metal debris. The acetabular cup, modular head and taper insert were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-02497 / 02499). This medwatch report is being submitted to report the revision procedure for the patient's left hip. Medwatch report numbers 1825034-2012-00344 / 00347 were submitted on (B)(4) 2012, to provide details for allegations pertaining to the patient's right hip.